Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outer jacket damage to the patient's driveline was confirmed via a submitted photo of the driveline. Evaluation of the submitted log file confirmed the report of low flow alarms, however, a root cause could not be conclusively determined through this evaluation. Log file evaluation multiple low flow hazard alarms were captured on (B)(6) 2019, due to the estimated flow falling below the low flow threshold of 2.5lpm. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Despite the low flows, the system operated as intended at or above the low speed limit for the duration of the log file. The account reported they repaired the outer jacket with rescue tape. Lab results and vitals were reportedly unremarkable and no patient symptoms were reported. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 4 years, 5 months, 28 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient's driveline had cosmetic damages where wires were showing but non were bent or broken. An x-ray was performed and there was an area of concern. The torn drievline was rescue taped. Manufacturer's technical service representatives did not find anything remarkable. No further information was provided.